Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad down arrow button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for keypad tactile changes. The keypad was fully intact with no damage or peeling. Upon investigation, the "up", "down" and "ok" keys were found to be responsive. The "contrast" key was found to be intermittently responding. The keypad was removed to check for contamination. The "up" key and "contrast" key contacts misaligned. Contamination under the "up", "down" and "contrast" key contacts was observed. The "ok" key contact was not contaminated.